Event description:
According to the reporter, the device, kept in the deputy chief's vehicle, was observed with the low battery and service icons displayed. He reporter removed the device to the station and then smelled a burning odor and felt heat emitting from the device. He reporter indicated that he removed the battery, walked outside and tossed the battery on the ground where it vented, emitting smoke. The reporter said there were no adverse affects to anyone as a result of the incident.

Manufacturer narrative:
H6: medtronic evaluated the device and observed loose metal hardware inside the device case. Also observed were components on the main pcb assembly that appeared to have been overheated and burnt. The evidence indicates that the loose hardware inside the case damaged 1 or more components that shorted and caused excessive current draw from the battery pak. Medtronic then evaluated the battery pak, date code of may 2002. Based on the age of the battery, it would likely have been significantly depleted and near its end of life. The battery pak's internal 8 amp slow-blow fuse was intact indicating that the charge level of the battery pak was low enough, that less than 8 amps of current was drawn from the battery over the period of time of the reported incident. One of the 4 cells in the battery pak appeared to have vented in a controlled manner as designed. Root cause for the battery venting was determined to be due to a short circuit on the main pcb assembly caused by loose hardware inside the device case.